Event description:
On (B)(6) 2009, the following information was provided to cook endoscopy: after successful placement of a cook endoscopy flow 20 percutaneous endoscopic gastronomy set - pull, the user observed the twist tie on the external bolster did not hold the feeding tube in place. This allowed the tube to advance 4cm farther into the stomach. This caused the internal dome to no longer be positioned against the inner wall of the stomach. The slack in the tube was removed and the pull tie was used on the external bolster to keep the tube in the proper position. On 7/23/2009, cook endoscopy received the following information: the internal dome had actually migrated out of the stomach and into the peritoneal cavity. The tube did not move further into the stomach as originally reported. The tube was removed and replaced with another gastronomy tube. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
This occurred between (B)(6) 2009 and (B)(6) 2009. Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Due to a variety of clinical conditions such as patient anatomy or progression of disease state we could not reproduce the actual conditions of product usage. This limits our ability to conclusively determine a cause. Tube dislodgement and migration are listed in the instructions for use as potential complications associated with placement and use of a percutaneous endoscopic gastrostomy tube. The instructions for use indicate this tube has been designed for removal using the external/traction method. (The external/traction method includes applying steady traction to the tube until the internal dome emerges through the abdominal wall). Momentary collapsing of the internal dome allows the feeding tube to safely exit the patient. To keep the tube in place before it is ready to be removed, the instructions for use instruct the user to slide the bolster over the feeding tube. The instructions for use warn the user that the bolster should rest gently on the skin surface. Excessive traction on the tube may cause movement of the feeding tube from the original placement position. The instructions for use direct the user to note the centimeter marking on the tube that is closest to the bolster and record it on the patient's chart and on the patient information sheet in the patient care manual (the patient care manual enclosed in the kit is intended as a reference for the caregivers of the patient). The instructions for use inform the user that it is essential for the patient care manual to remain with the patient and be explained to all people responsible for the care of the patient. The patient care manual instructs the caregiver to make note of the centimeter marking closest to the top of the external bolster before feeding to confirm the tube is in the proper position. This activity will assist the caregiver in determining if the tube has migrated. If these directions are not followed, this could lead to an undetected tube migration. If medication and/or nutrition are administered through the feeding tube after tube migration occurs. This can cause liquid nutrition and/or medication to enter the peritoneum and result in peritonitis. Prior to distribution, all flow 20 percutaneous endoscopic gastronomy tubes are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because this report could not be verified and occurence involves a known potential complication for feeding tube placement. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.